Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gynecological procedure, the device was difficult to toggle, load, and unload, first two reloads worked. Then in subsequent efforts to reload were unsuccessful, leading to "five" more device being opened until reload could be performed properly. The needle broke during one attempt to load. There was no patient injury.